Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-22 additional information was received from the patient. The patient reported that they had to turn their ins on because they forgot to turn it on. Then the patient then had to go to the emergency room for more testing because they had a uti and uncontrollable pain. They were given the antibiotic keflex. The patient was treated for their symptoms and the issues were resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the caller reported that the patient was having accidents and a return of symptoms. The caller stated that patient just had an epidural and a shot in their back and that's when this all started. The caller confirmed that they had their implant turned off for a hysterectomy. The agent asked the caller when the last time they connected to their implant was and the caller stated that it was in february for their surgery. The agent walked the caller through trying to connect to implant and turn implant back on. The caller reported seeing device not responding. The agent had the caller power off/on communicator and restart the handset. The caller continued to see no device response. The caller repositioned communicator several times but continued to get no device found. After repositioning the caller confirmed that they were able to connect to the ins. The caller stated that when they connected, they were seeing that the therapy was tuned off. The agent reviewed with the caller that everything appeared to be working as intended and instructed them to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.